Event description:
It was reported via journal article that 765 patients with total hip arthroplasties had varying levels of dislocation based on the size of the m2a femoral head used in their procedure. In the first study, 136 patients underwent total hip arthroplasties using 38mm modular head, while 160 received 28mm modular heads. None of the 136 patients with a 38mm modular head experienced a dislocation, but one patient was treated for an infection. Of the 28mm modular head patients, four had a dislocation, with three being treated via closed reduction, and one requiring surgical revision. In the second study, 469 patients with total hip arthroplasties had modular heads between 38mm and 56mm implanted. Two of the 468 patients had a dislocation. Other issues from the group included two infections and two hematomas, as well as one case of sciatic nerve palsy. Five acetabular cups were revised with four being due to aseptic loosening, and one from impingement. All of the revised acetabular cups occurred in hips with compromised bone stock or unusual anatomy, per the article. Three femoral stems were revised due to subsidence.

Manufacturer narrative:
Event date - various event dates. Implant date - various implant dates. Explant date - various explant dates. The full name of the journal article is "reduction in early dislocation rate with large-diameter femoral heads in primary total hip arthroplasty" from the journal of arthroplasty vol. 22 no. 6 suppl. 2 2007. The product and lot identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the events. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning". Number two states, "early or late postoperative, infection, and allergic reaction". Number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Number six states, "inadequate range of motion due to improper selection or positioning of components".